Event description:
Kavo reported that a dental office observed an explosion coming from the quattrocare unit and a piece of furniture flew through the room. No injury or medical intervention was reported to be associated with this incident.